Event description:
It was reported to gore that four months after the percutaneous placement of a gore viabil biliary endoprosthesis for the treatment of a benign biliary stricture, a patient underwent an endoscopic procedure whereby the device was removed. The physician reports the device became occluded with stones and biliary sludge which led to pain, fever and the development of cholangitis. Another biliary prosthesis was implanted.

Manufacturer narrative:
Based on the investigation, a root cause for the reported issue cannot be definitively determined but there is no indication that a device defect or malfunction was involved. There are many complex clinical variables, such as patient condition/medical history, which may have been related to the reported cholangitis. The potential for such an event is addressed in the hazards and adverse events section of the instructions-for use with the following statement, "complications may also include those often associated with any endoscopic or transhepatic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death." All available information has been placed on file for use in tracking, trending and follow-up.